Event description:
Customer's mother reported her daughter was having high blood glucose. She also stated the meter was not sending her daughter's blood glucose to the insulin pump. The daughter's blood glucose was 541 mg/dl. Troubleshooting for the insulin pump found the daughter was having symptoms such as headache, nausea, and a panic attack. Troubleshooting found insulin was able to exit and there was no bent/occluded cannula. The daughter's blood glucose was 227 mg/dl at the time of the call. The mother also reported the customer had received a motor error alarm after receiving a no delivery alarm. She stated her daughter's insulin pump had gone through a metal detector prior to the alarms occurring. The mother also stated she was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The daughter's blood glucose declined to 86 mg/dl after manual injections. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.